Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient had a venous hemorrhage during implant surgery. The surgery was aborted and the wound closed. Diagnostic methods included surgical observation that identified a venous hemorrhage that extruded through the top of the cannula. Imaging (CT) was later performed that night to check for further signs of hemorrhage. No hemorrhage was noted. Etiology was reported as related to the implant procedure, not related to the device or therapy, and due to surgery/anesthesia. The outcome was considered resolved without sequelae (B)(6) 2015.